Manufacturer narrative:
Complaint is confirmed. An edwards manufacturing defect is confirmed. A CAPA was initiated and investigated and identified two root causes for the defect: human error and lack of sufficient details in documentation. Corrective actions have been taken to address the aforementioned root causes.

Manufacturer narrative:
H10. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Customer report of open packaging was confirmed. As received, shelf box and tray lid from reported model and serial number. The shelf box was returned unsealed and the packaging outer tray and inner tray seal was partially lifted up from lid with ring inside shelf box. Sn tag was visible through the packaging tray. No visible inconsistencies were observed on the returned ring. Photo provided appeared consistent with lab findings. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 30mm 5200m ring the inner package (tyvek) was observed to be partially opened upon opening the outer package in the operating room. The device was not used and will be returned. A photo was provided. Per additional information, the outer box was sealed.